Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with erosion of tubing in the abdomen. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).